Manufacturer narrative:
It was reported by the customer contact that "the sorbaview dressing is not remaining in place after application". It was reported "it is causing IV failure". A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Dressing is not remaining in place.